Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not listed on the pyxis device. The customer stated that the patient did not appear on the device list or in any other patient search within the device. However, the patient remained listed as admitted on the pyxis es server. The customer reported that the patient had been admitted since (B)(6). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not available in the station. A technical support specialist found that the last transaction exceeded the 60-day inactivity limit, so the tss temporarily increased the setting to 70 days. Informed the customer and instructed them to perform a vend on the patient to reset the inactivity timer. The system functioned as intended after the technical support specialist investigated the device.